Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Describe event or problem: corrected. Device evaluated by manufacturer: examination of the returned device revealed that the promus element plus stent delivery system was received in two pieces without the stent. There was contrast and blood in the inflation lumen and blood in the guidewire lumen. The balloon was loosely folded which is consistent of having some positive pressure applied. Microscopic inspection confirmed the presence of stent strut impressions on the balloon, confirming that the stent was appropriately positioned and crimped during manufacturing. The outer shaft was separated 4cm proximal of the guidewire notch. The separated ends of the outer shaft appeared to be stretched and rough. The outer shaft was bunched 4.25cm from the distal end of the separation. Magnified inspection presented no evidence of any product quality deficiencies contributing to the confirmed damaged and separation of the shaft and the reported removing/withdrawing difficulties. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a stenting treatment procedure, removal difficulty occurred. The target location is unknown. An unknown guide catheter was advanced to the intended location. During a kissing technique procedure a 2.50 x 12 mm promus element plus stent delivery system (sds) and an unknown balloon catheter became tangled inside the guide catheter and were unable to move. There was no attempt to deploy promus element plus stent. Both devices had to be removed as one unit. The procedure was completed with another 2.50 x 12 mm promus element plus sds. No patient complications were reported and the patient's status is listed as fine. Additional information has been requested and is not available.

Event description:
It was further reported that the stent was deployed.